Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the pump was observed to be cracked at the display screen and was found to have a cracked battery compartment extending from the threads to the case seal and a stripped battery cap. The battery compartment was observed to be corroded. The pump was found to be unable to power on during testing due to moisture damage. The pump was opened and corrosion was found throughout the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the battery cap was found to be stripped, moisture was found inside the pump. This report is made based on the results of evaluation.